Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient reason for explant was mentioned as inadequate vision anticipated pre-operatively and clinical reason for explant was mentioned as visual distortion. The lens was exchanged for another lens model 01 month 18 days following the initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).